Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implantable pulse generator (ipg) reached battery depletion prematurely. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.